Event description:
It was reported that, during set up, a versajet exact assy, versajet exact assy, 45 degree x 14mm primed normally, but no water came out. The debridement was completed, without a significant delay using the same device. Patient was not harmed. No other complications were reported.

Manufacturer narrative:
The device, intended for use in treatment, was returned for evaluation. The visual evaluation found no blockage at the distal output . The functional evaluation found no liquid flow to the uninserted pump cartridge as the feed line clamp was opened. There was rust in the body pump that houses the balls. The balls were slightly rusted, establishing a relationship between the device and the reported event. The root cause was identified as corrosion/debris in the pump. A review of the manufacturing records found that there was no evidence that the product didn¿t meet specifications at the time of manufacture. A complaint history review found other related events. This investigation is now complete with no further action deemed necessary. Smith + nephew will continue to monitor for any adverse trends relating to this product range.

Event description:
It was reported that, during set up, a versajet exact assy, 45 degree x 14mm primed normally, but no water came out. The debridement was completed, without a significant delay using the same device. Patient was not harmed. No other complications were reported.